Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 on behalf of trial patient to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the nurse did not report any injury or medical intervention.